Event description:
As reported by the user facility: had an incident where the safety tip did not engage on removal from the needle and the nurse inadvertently received a sharps injury when the pt unexpectedly moved. Add'l info provided by the administrator indicated the pt is hepatitis c positive. The nurse involved in the reported incident is following all hospital protocols and to date all testing has been negative. F/u testing will continue, according to facility's protocol. The sample was discarded by the nurse involved in the incident and the lot number and catalog number remain unk.

Manufacturer narrative:
The actual device was discarded and was not returned to the manufacturer to be evaluated. Without the sample and a lot number and item number, a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual manufacturer for eval.